Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and unexpected power loss and low battery life. Customer's blood glucose value was unknown the customer was assisted with troubleshooting. Customer stated that they placed the battery cap on the insulin pump showed full battery life. The device will not be returned for analysis.